Event description:
It was reported that it was found one day after implant that the right atrial (ra) lead had caused a perforation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.